Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced issues with sound loudness and poor performance with the device. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted (date not reported). Additional information has been requested but it has not been made available as of the date of this report.